Manufacturer narrative:
Date rec'd by MFR: 29may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the oxygen mix is set at 100%, it yields 92-93%. The technician recommended that the customer replace the flow sensor assembly and provided the customer with revision k of the service manual. The customer replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen mix accuracy testing. There was no patient involvement.